Manufacturer narrative:
It was reported that a patient, a 76-year-old female (weighing 78kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac requiring pericardiocentesis. Information was later received indicating the adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to the patient being older and with the high level of heparin in her system. It was reported the patient made a full recovery and required one extra night of extended hospitalization for drain removal and an echo the next day. Activated clotting time (act) >600 in the middle of case. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient, a (B)(6) female (weighing 78kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac requiring pericardiocentesis. During an atrial fibrillation case, a pericardial effusion was noticed in the patient. The patient had demonstrated an outpatient pericardial effusion, prior to the start of the procedure, which was visualized on intracardiac echocardiography (ice). The patient appeared stable at the time. The procedure proceeded, and a pulmonary vein isolation (pvi) and flutter line were performed. The patient's active clotting time had increased to 600. The heparin drip was stopped, and the procedure continued. Towards the end of the procedure, the anesthesiologist noted that the patient's blood pressure seemed to be "waning." The reporter stated that it was discovered and confirmed via ice visualization, that the pericardial effusion had increased in size. The medical intervention provided was a pericardiocentesis, and about 300cc of fluid was removed. The caller noted that the highest force reading during the procedure was 37g, and the average force reading was 15g. The caller noted that the highest impedance reading was 162 ohms, the average impedance reading was 112 ohms, the highest drop of impedance was 32 ohms, and the average drop of impedance was 15 ohms. The caller noted that the highest power was at 50 watts, and the average power used was 46 watts. The physician had used the same transseptal hole for inserting both the ablation and mapping catheter, but it is unknown if the pericardial effusion had resulted from a perforation. The caller reported that the physician believes that they may have rubbed too hard on the way back through the septum. The caller reported that the patient is in stable condition, but it is unknown whether the patient will need be admitted to surgery at this time. Additional information was later received indicating the adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to the patient being older and with the high level of heparin in her system. It was reported the patient made a full recovery and required one extra night of extended hospitalization for drain removal and an echo the next day. Activated clotting time (act) 600 in the middle of case. A smartablate generator was used during the procedure with the correct catheter settings selected on the generator. The pump was switching from low to high flow during ablation. Transseptal puncture was performed with a baylis. Prior to noting the cardiac tamponade, ablation had not been performed. There was no evidence of steam pop. They were not sure exactly when the injury occurred. It was sometime during ablation, possibly right superior pulmonary vein by the roof. Irrigated catheter was used in the event and the flow in standard flow settings for thermocool® smart touch® sf catheters. There were no errors on any bwi devices. Force visualization features were used included graph, dashboard, vector and visitag. Nothing out of normal was seen or recorded. Visitag module parameters for stability used was surpoint at the standard settings. Color options were used prospectively was surpoint tag index.

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # pc-000999963.